Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was low, out-of-range pacing impedance on this right ventricular (rv) lead. Oversensing of noise led to inappropriate declaration of a ventricular tachycardia (vt) episode. No pacing inhibition was noted; the patient is not pacemaker dependent. Lead measurements were within range. A lead fracture was confirmed by x-ray. The physician suspected subclavicular crush as the cause of the fracture. No adverse patient effects were reported. This lead was explanted and replaced.